Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold. Moreover, it was also noted that the atrial impedance has dropped almost 100 ohms from 550 ohms to 470 ohms. The corresponding drop in impedance likely coupled with the intermittent elevated thresholds contributing to the longevity drop. To date, this lead remains in service. No adverse patient effects were reported.